Manufacturer narrative:
Additional information: d9, h3 plant investigation: there were two companion samples (sealed in the prepackaging pouch) returned along with the actual sample for evaluation. Each sample was subjected to a laboratory bubble point test and an external dialyzer leak test. No leaks, damage, or irregularities were identified on the returned samples. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The product investigation could not confirm the reported issue nor determined its cause. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported that saline leaked from the hansen connectors during priming. There was no patient involvement as this occurred during priming. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that saline leaked from the hansen connectors during priming. There was no patient involvement as this occurred during priming. The complaint device was reported to be available to be returned to the manufacturer for evaluation.